Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, missing retainer, cracked keypad overlay, pillowing keypad overlay, scratched case and broken belt clip rails. Insulin pump p cap test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had crack at the back where the railing of the belt clip goes. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.